Event description:
It was reported that after the spinal cord stimulation implantation procedure the patient developed a mild headache. Medication was given to the patient and the patient was doing ok.